Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor was extrinsically distorted due to kinking/buckling. It was also noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling and the visual summary analysis indicated there was damage at implant. The stylet insertion test failed due to both conductors being distorted extrinsically.

Event description:
It was reported that during the implant procedure the physician tried to implant the lead but was unable to insert the stylet properly in the lead. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.